Event description:
Additional information received from the hcp reported that the cause of the event was unknown, though it was noted that there was normal battery depletion. The patient's battery was replaced by a different hcp on (B)(6) 2012, and it was indicated that another revision by the same hcp took place on (B)(6), 2012. No other details relating to the revision were provided. The patient did not require hospitalization due to the event, and the patient outcome was reported as a non-serious injury / illness. Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Rep. # 3004209178-2012-00101.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect and the stimulation was turning off. The patient had fallen on the implant, on her stomach, and felt the neurostimulator shift and shut off. The patient went to the emergency room where x-rays indicated the leads were in place. The patient was experiencing severe tremors on the right side and impaired speech. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. It was noted there were high impedances on the case combinations "going into" the battery replacement. The impedances on the bipoles were normal though.

Manufacturer narrative:
Ins model 7426, (B)(4), implanted: 2009-(B)(6) explanted: unknown, lead model 3387s-40, (B)(4), implanted: 2009-(B)(6) explanted: unknown, lead model 3387s-40, (B)(4), implanted: 2009-(B)(6) explanted: unknown, extension model 7482a51, (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a51, (B)(4), implanted: 2009-(B)(6) explanted: unknown, programmer model 7438, (B)(4).

Manufacturer narrative:
(B)(4).